Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a fusiform 8.1 cm in diameter abdominal aortic aneurysm. The proximal aortic neck was 20-25-26 mm in diameter. The right iliac artery was 13 mm in diameter and the left iliac artery was 12 mm in diameter. The left external iliac and the right common iliac were tortuous. The patient had a short 9 mm proximal aortic neck with moderate calcium. The patient presented emergently with chest pain and was found the abdominal aortic aneurysm during the cardiac catheterization. It was reported that during the procedure a proximal type I endoleak was noted. The cause of the endoleak was most likely related to the short, conical and calcified neck. The physician implanted a palmaz stent however, the proximal type I endoleak was still present. The physician believes the endoleak will resolve once the heparin wears off. The patient is being monitored. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak). (Anatomy related; short, conical, and calcified proximal aortic neck). (Implanting a device in a short aortic neck).